Manufacturer narrative:
The manufacturer is expecting the portion of screw removed during the second surgery for evaluation. A review of the mechanical test results for lot s0003433 were in the normal, acceptable level and there was no deviation on the production documentation. Once the investigation is completed a follow up report will be submitted.

Event description:
A product experience report was received from conmed linvatec, (B)(6) on (B)(6) 2011, reporting that a pt felt post-operative knee pain after an acl reconstruction procedure using a 7.3mm x 30mm matryx interference screw. An MRI revealed what appeared to be a broken portion of a bioscrew. A second surgery (arthroscopy) was performed and a small portion of the broken 7.3mm x 30mm matryx interference screw was removed without issue. It was also reported the initial (acl) transplant was well fixed and the cartilage was intact. (B)(6) 2010: acl surgery. (B)(6) 2010: pt has knee pain. (B)(6) 2010: MRI. (B)(6) 2010: second surgery.